Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 350 mg/dl. Troubleshooting with tandem technical support was performed and no issues were identified. Troubleshooting with tandem clinical support was performed and customer determined that the cartridge was leaking from an undefined location. Customer performed a cartridge change to address the issue. Currently, customer's bgs are in the mid-100s mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.